Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 238 mg/dl at the time of the call. The customer ate and treated for the food without checking their blood glucose. The customer used food and glucose tablets, and was given glucagon to treat. The customer experienced symptoms such as falling and loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was completed. The customer was on medications that could raise their blood glucose. The insulin pump will not be returned for analysis.